Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. There was corrosion identified on some of the internal components. The handpiece was repaired and returned to the customer.

Event description:
It was reported that following the sterilization process the handpiece was leaking an oil-like substance. There was no reported patient involvement.